Event description:
It was reported that during a routine follow up premature battery depletion was alleged due to a decrease in battery longevity. This device has been explanted and is no longer in service. No adverse patient effects were reported. This device has since been received for analysis and the investigative results are as enclosed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow up premature battery depletion was alleged due to a decrease in battery longevity. As far as the information that is currently available this device is still implanted and in service. No adverse patient effects were reported. Should further information become available an updated report will be provided.